Manufacturer narrative:
The actual device was not available; however, photographs and a video of the sample were provided for evaluation. Visual inspection of the provided pictures and video showed that there was a leak at the level of the sample site of the access line post-pump. The reported condition was verified. As the actual device was not returned, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during treatment with a prismaflex m100 set, an external blood leak was observed. It was reported ¿the leakage was the back of the sample site¿. It was reported the blood leak was ¿about a few milliliter¿ (no further details). There was no report of patient injury or medical intervention associated with this event. No additional information is available.